Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports severe increased recession of the gums following the aligner treatment. Dental work is needed which will require new mold to continue the byte treatment but patient wants to discontinue treatment. Additionally, per notes provide by the patient, the following was noted: there may be a need for revision to complete the alignment, spontaneous pain, radiograph shows gross overlapping, whitening strips contributing to teeth pain was and left tmj click.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.